Event description:
It was reported PICC line was inserted on (B)(6) 2024 and the patient received cytostatic treatment. Replaces PICC line, takes samples and flushes with 40 ml nacl without problems. When I then connect the sag, I discover that it is leaking from the tube and blood is leaking. Turns out to be a hole in the PICC line tube. Immediately pulls the PICC line and places the pvk. Fixes a new time for the PICC line insertion before the patient's next treatment. The patient is calm about everything and does not experience any discomfort. Getting his prescribed blood in pvk. No other information was provided. Additional information provided 05/31/2024: it was reported the hole is probably connected to a scissor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a split was observed in the extension leg tubing. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the split surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed edges of the split ¿ planar shape to the split surfaces an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC line was inserted on (B)(6) 2024 and the patient received cytostatic treatment. Replaces PICC line, takes samples and flushes with 40 ml nacl without problems. When I then connect the sag, I discover that it is leaking from the tube and blood is leaking. Turns out to be a hole in the PICC line tube. Immediately pulls the PICC line and places the pvk. Fixes a new time for the PICC line insertion before the patient's next treatment. The patient is calm about everything and does not experience any discomfort. Getting his prescribed blood in pvk. No other information was provided. Additional information provided on 05/31/2024: it was reported the hole is probably connected to a scissor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.